Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported via phone call that they had a low blood glucose value of (B)(6). Calibration not accepted and change sensor were also reported. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of low blood glucose values. The device is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017, (B)(6), created svn (B)(4), per smartsolve request; complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4), complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4), complaints text (B)(6) 2017, (B)(6). Inquired what led up to the complaint. Customer response: just put a new sensor on and it's saying change sensor. Got cal not accepted due to low reading. Calibration not accepted (guardian sensor 3) t/s per (B)(4). Explained alarm and possible causes. Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6) 2017 abdomen to the side. Trainer said to insert there or on arm. Activity at the time of the alert was: at home. Sensor age (time left). Found: less than 24 hours. Serter material: mmt-7512na. Sensor material and expiration date is: (B)(4), 09/06/2018. Lot # is: i067. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: secured. Customer received a change sensor alert after a calibration not accepted. Adv if waiting at least 15 minutes before attempting calibration is not successful to wait one hour from when bg value that resulted in calibration not accepted was entered before entering a new bg for calibration. Offered to review sensor best practices (site selection, taping, calibration protocol). Customer declined to review. Customer's outcome pertaining to the complaint: customer did not want to change the sensor yet so I walked her through resetting the connection, by disconnecting the xmtr and reconnecting to the charger then back on sensor. Advised customer I'll still send replacement sensor in case this one doesn't work additional notes: tried calibrating 4 diff times before change sensor. Ship: nothing / return: nothing.